Manufacturer narrative:
The device was returned for evaluation. Visual examination found that the bone graft substitute hardened in the mixer.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, the bone graft substitute didn't mix correctly and wouldn't push out into the syringe. Another kit was used to complete the surgery.